Event description:
The customer observed falsely elevated architect troponin result which questioned by the ER physician on one patient. The result provided were: on (B)(6)2023 sid (B)(6)initial=0.379 pg/ml /repeated=0.00 pg/ml /repeated on another architect isr54902=0.005 pg/ml laboratory reference range for troponin= < 0.028 pg/ml the precision done provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and field data review for architect stat troponin-I reagent lot 56561un23. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 56561un23 identified elevated complaint activity, although no trends were identified for complaint issue. Return testing was not completed as returns were not available. Device history record review on lots 56561un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Historical performance of the architect stat troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lots 56561un23 are within the established limits, however, the cal f rlu mean for the lot 56561un23 was not within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 56561un23. The historical performance of the reagent lot using abbott link will be used in place of retained file sample analysis. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 56561un23 was identified.

Event description:
The customer observed falsely elevated architect troponin result which questioned by the ER physician on one patient. The result provided were: on (B)(6) 2023 sid (B)(6) initial=0.379 pg/ml /repeated=0.00 pg/ml /repeated on another architect isr54902=0.005 pg/ml. Laboratory reference range for troponin= < 0.028 pg/ml. The precision done provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.